Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The device had been filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured (B)(6) 2014. The device was received for evaluation. Visual inspection did not identify any non-conformities with the device. The device was flow rate tested. The rate observed was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.